Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited fluctuating pacing impedance measurements from 800 to 1,600 ohms. Based on these measurements, a lead fracture was suspected but not confirmed. There has been no noise and no other related observations. The patient will be monitored through the remote monitoring system. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.